Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg was no longer able to communicate with external devices, in turn, the ipg was deemed inoperable. Surgical intervention was undertaken on (B)(6) 2022 where the ipg was explanted and replaced.